Event description:
It was reported that the pump touch screen was coming apart from the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.